Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed pain at the needle puncture site and decided to remove the sensor from the arm after nine days use. Upon sensor removal, he noticed a bump, and inflammation/swelling but opted not to take any medication at this time. Two days later ((B)(6) 2025), the bump did not subside which prompted him to consult a physician who examined the site, diagnosed an infection, and prescribed oral antibiotics (doxycycline hyclate, twice a day for 10 days). At the time of the report the patient stated he was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.